Manufacturer narrative:
(B)(4). This report for a slow flow patient alarm was not confirmed in the lab due to a lack of sample. Per the complaint information, the patient stated there were air in the cassette. There was not enough data within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined. Labeling review found the labeling adequate for the potential user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Should any additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center and reported a slow flow patient alarm on the homechoice (hc), during use during fill 4. The technical service representative (tsr) helped the home patient (hp) to check the setup. There was nothing blocking the line that could be found. The tsr suggested that the hp stop therapy and replace setup. The hp said they would and disconnected the line. The hp was contacted on (B)(6) 2011 by product surveillance. The hp stated that they started their therapy over with new supplies. The hp said that they saw air in the original cassette when they took it off the machine. The hp did not know how the air was able to get in the cassette. The hp had discarded the cassette. No medical intervention or patient injury was reported.